Event description:
The customer reported via phone call that they had experienced high blood glucose levels. The customer's blood glucose was over 400 mg/dl. The customer also experienced issues with the sensor. Upon removing one of the sensors, the customer found that it was not bent but that there was a slight curve. The customer's insertion site has also filled up with blood right after insertion. The customer confirmed that the issue did not result in a serious injury or hospitalization. The customer was offered a replacement sensor. The customer agreed to return the product for analysis. The customer declined troubleshooting at the time of the call.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.